Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the first boot-up there were all x's on the control screen. Unit was shut down and booted up again. Second boot-up, the unit was giving a "gas system failure" in a red banner. As a result, an alternate perfusion system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) confirmed the reported complaint, but only on the two on the right-hand side. The fsr also found red "x's" displayed for the electronic patient gas system (epgs) and all modules emitting diodes (led's) were flashing red. During perfusion screen loading, the affected roller pump screens came up normally, but then rebooted to local control. The alarming roller pumps, epgs and modules were all connected to the right side of the network interface card (nic) board. The fsr downloaded all system and component logs and sent to the manufacturer for further evaluation. The fsr found the 5 volts direct current (vdc) power supply at 4.816 vdc on all affected roller pumps and modules, while the unaffected pumps were at 5.020 vdc. The fsr reseated the nic harness cable at the power manager printed circuit board (pcb) and the right side nic pcb +5 vdc power supply was still below specifications at the affected pumps and modules. The fsr replaced the right side affected pumps and modules. The fsr replaced the right side nic pcb and the +5 vdc power supply now reads +5.020 vdc at the affected pumps and modules.